Event description:
The practitioner's office stated "pt got infection after 2 days of wear was received on (B)(6) 2009". A complaint follow-up form was faxed to the practice. A response was received on (B)(6), 2009 from the practice with a completed form. The practioner stated that medical intervention was required to prevent visual impairment or permanent damage to the eye. There was 100% resolution of the event. "But now having [the] same problem with new lenses." The "pt has keratoconus and seems to be getting corneal edema with lenses."

Manufacturer narrative:
Two lenses returned, and one was found to be acceptable for the labeled parameters of the contact lens. User error probably was the root cause for this case of corneal infection (ulcer). There was user error by both the practitioner and the pt. A corneal abrasion was probably the precursor to the corneal infection. Corneal abrasion was probably due to center touch of the contact lens. The fitting of the lens is to prevent center touch of the lens to the pt's corneal. There was incorrect fitting by the practitioner. Also, corneal edema could be caused by the pt due to incorrect technique of placement of the lens by the pt (suction onto the eye). Review of the device history record for both lenses did not demonstrate non-conformities that would lead to filed event. Add'l cat #: ck35s-0300, lot# 025187. Add'l device manufacture date: sept 2009.